Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer was not able to load a cartridge onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer was able to load a new cartridge and there was no impact to the customer's blood glucose level.